Event description:
The device was returned to the manufacturer with no reason for replacement. The device was analyzed and tested out of specification. Additional information regarding the reason for replacement has been requested, but is not available. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: (B)(4). The device was returned and analyzed. Analysis revealed analysis of the returned device was inconclusive. Analysis found there was no telemetry or output pacing present. A depleted battery condition was found and when powered externally, the device paced in a ventricular-only pacing mode at 65 beats per minute (vvi65) which denotes a power on reset (por). The device was subjected to a variety of electrical testing and environmental stresses where it continued to display nominal performance so the cause of the depleted battery was not determined. Concomitant products: 4076 implantable pacing lead (B)(6) 2006. (B)(4).